Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The IV pole was cleaned and lubed and the fluidics module was cleaned. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system shuts down on its own" (loss of power). A nurse reported the system shut down in the middle of a case. The system was rebooted without patient impact. The same system was used for the remainder of the day without issue.